Manufacturer narrative:
A ge service rep performed an over the phone investigation. The key switch position was switched to on during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the vertical lift column on the 9800 system would not work during a case. The procedure was completed. No pt injury was reported.